Manufacturer narrative:
Bsc ts reviewed the save to disk and discussed, since (B)(6) 2010, there were 6 vf episodes where 2 received therapy, and 4 were diverted. On (B)(6) 2010 multiple episodes were recorded within a couple hours. The noise on the rv lead was consistent with metal on metal potentials, and lead conductor fracture or beginning fracture. Oversensing was observed for the entire duration of the episodes, which resulted in greater than 2 seconds of asystole. The patient did, however, have an underlying rhythm. Noise on the lead leading to inappropriate therapy, and greater than 3,000 ohms, supports a compromised rv sensing portion of the lead. As the shock impedance remains stable from daily measurements to delivered shock, it may be appropriate to implant only a new rate/sense lead. Subsequently, additional information was received that this rv lead remained implanted, and a new rate/sense lead only was added to the system. At this time, there is no additional information. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this right ventricular (rv) lead was fractured. The patient experienced a shock while handsawing. The patient did not have any complaints. Upon interrogation it was noted that a shock was delivered due to ventricular fibrillation (vf). The physician suspected the associated implantable cardioverter defibrillator (ICD) diagnosed a false vf due to a malfunction of the rv lead. This rv lead had a pacing impedance of greater than 3,000 ohms, and a high threshold of 1.8 volts. The shock impedance was 49 ohms, which is within normal range. An x-ray was taken, but there was no observation of rv lead malfunction. The physician elected to replace the rv lead. During the explant procedure the physician noticed this rv lead was fractured. The lead fracture could not be seen on the previous x-ray due to an electrogram (ECG) sticker above the fracture. The x-ray images, and save to disk were sent to boston scientific technical services (bsc ts) to be reviewed.